Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer sheath is inconclusive due to the state of the returned sample. One photograph of a microintroducer was returned for evaluation. An initial visual observation of the photograph showed the distal end of the microintroducer sheath was missing and, based off of the reported event, was cut off at an angle by the customer. No details of the original alleged damage can be discerned from the photograph. Therefore, while the microintroducer sheath in the returned photograph can be confirmed to be damaged, insufficient evidence was observed to identify the alleged issue or determine a root cause of the reported issue. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer "on the afternoon of (B)(6) 2024, the nurse who placed the catheter pushed the micro-cannula sheath with great resistance during puncture, and after the overall exit, it was found that the front end of the sheath was bent and deformed, and one side of the gray component was broken into a flower, and the open part was cut into an inclined plane and still could not be sent." Additional information received (B)(6) 2024: it was reported "the grey component has been removed intact with no fragments remaining in the patient's body." No other information was provided.

Event description:
It was reported by the customer "on the afternoon of (B)(6) 2024, the nurse who placed the catheter pushed the micro-cannula sheath with great resistance during puncture, and after the overall exit, it was found that the front end of the sheath was bent and deformed, and one side of the gray component was broken into a flower, and the open part was cut into an inclined plane and still could not be sent." Additional information received 5/6/2024: it was reported "the grey component has been removed intact with no fragments remaining in the patient's body." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed and was determined to be use related. The implicated product returned for evaluation was a 5fr microintroducer. The dilator was observed to be slightly bent and the tip of the peel-apart sheath exhibited deformation. Light use residue was observed. Microscopic inspection of the distal end of the sheath exhibited an oval shape where one side of the sheath was sharply pointed and the other side was pushed inward. One edge of the sheath tip leading to the point was observed to be flat and striated. The observed damage on the sheath tip was consistent with the reported event stating it had been cut. The other features of the damage such as buckling may have occurred during use of the device; however, it could not be determined if the buckling occurred before or after being cut. This complaint will be recorded for future trending and monitoring purposes.